Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11march2019. Philips customer support advised customer to replace the power switch overlay. Customer reports that replacing the power management printed circuit board assembly resolved the issue.

Event description:
Caller reports an alarm led failed error code 1105. No patient/user harm reported. Event date not specified; estimate used.